Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor¿s right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed that the competitor¿s lead is a single coil lead and so the shock vector must be programmed to distal coil to can in order to work appropriately. The implant record apparently showed the correct configuration. Additional information was received and indicated that the physician suspected subclavian crush. A chest x-ray was performed but the result was not conclusive. The patient will be scheduled for a lead revision. The system remains in service. No adverse patient effects were reported.